Event description:
It was reported that the impactor broke down during surgery, outside the patient. The fragments of the device did not fall into the patient's body. There was no delay of the operation. A replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well for him.

Manufacturer narrative:
The device, used treatment was not returned for evaluation, reporting event could not be confirmed. A visual inspection of the attached photo confirms that the impactor body has fractured. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
Information for supplemental MDR has been corrected.